Event description:
It was reported that the device battery was beyond the ability to interrogate. The device remains implanted but an upgrade was noted as being possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.